Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a treovance device. The treovance device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). This complaint was involved with 3 devices. Device 1 is being reported under this report. Device 2 is being reported under MDR 2247858-2018-00100. Device 3 is being reported under MDR 2247858-2018-00101

Event description:
"(B)(6) e-mail, march 8th, 2016. I am emailing to let you know that I received a call earlier this evening from mr (B)(6) in (B)(6) university hospital. There was an evar performed on (B)(6) this year and he has responded to me that this graft is now completely blocked. He is going to explant the graft next tuesday and has asked me to attend, he is now on annual leave but I will have him complete a complaint form on tuesday when I am there. ... My knowledge of the case is that it was a very unremarkable case and we were very happy with the final angio. (B)(6) e-mail, (B)(6) 2016. Yesterday's explant of the device went very well. It seemed that there was issues with the iliacs that were underestimated at the time of planning which looks to have greatly contributed to the thrombosing of the graft. I packed the explant according to the instructions you sent and will be shipping this back today."